Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information was requested, and the following was received: - it was reported that the perforation was torn, could you please provide more details about the issue reported in this case? - please provide the lot number: unk.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. During surgery, the perforation was torn. No adverse patient consequences were reported. Additional information was requested.